Manufacturer narrative:
(B)(4). UDI - (B)(4). Explanted in (B)(6) 2018. Concomitant medical products - m / l taper femoral stem # item 00771100720 lot 63682639; hxpe liner; trilogy bone screw; trilogy bone screw; trilogy bone screw; biolox delta head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04149. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is alleged that the patient had poor bone quality; however without medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's femur fractured during surgery. The patient was said to have poor bone quality and the surgeon had trouble implanting the acetabular component as the acetabulum could not hold the component. Attempts have been made and additional information on the reported event is unavailable.